Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the instrument broke during trialing. No patient consequences were reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the provisional was fractured and returned. All fractured pieces were not returned. This incident did not occur during a surgery and no adverse events have been reported as a result of this malfunction as there is no patient involvement.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination concludes that the returned provisional exhibits signs of repeated use ( nicked or gouged ) with the post feature fractured off, not all pieces were returned. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Provisional top components and standard bottom components have been modified to prevent fracture. The fractured component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.